Manufacturer narrative:
A steris service technician provided remote support following the reported event to inspect the hexavue custom room rack and found that the avc-x component required a reboot. The technician rebooted the avc-x component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel connected to their hexavue custom room rack was frozen. No report of injury.